Event description:
Healthcare professional reported left side ¿rupture¿. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿rupture¿.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and crease flat. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. The events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported left side "fluid collection", "a hyperdense enlarged lymph node in left axilla, level 1" and ¿several reactive lymph nodes in both necks.¿ healthcare professional additionally reported "breast cancer" and ¿intraductal carcinoma"; these events are not device related.